Event description:
Report received from (B)(6) stating that the device was operating intermittently, and it was difficult to insert the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).